Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, which the customer followed successfully. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact technical support if any issues reappeared.